Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: catheter. The pump was returned and analyzed. Flow rate testing determined the pump was overinfusing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Please refer to manufacturer report # 3004209178-2016-00507. This report is with regards to a patient who was receiving gablofen via intrathecal drug delivery pump. The indications for use of the pump were cerebral palsy and intrathecal spasticity. The pump and catheter were returned for analysis and were received on 2016-01-19.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.